Event description:
Procedure: sleeve gastrectomy. According to the reporter: the stapler fired, but there were serosal tissue tears anterior and posterior in middle of the line. The surgeon changed to bigger sized stapler and there were still the same problems; however, the last firing was ok. The serosal tears required the surgeon to re-staple and then oversew the edge. The surgeon states it added 45 minutes to the case and he had to leave a larger proximal pouch than normal because he was concerned that if he had to re-staple the last firing he would run out of tissue. Leak test intraoperatively showed no leak when he was finished.